Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was for 2 months when attempting to recharge the implant it kept going off and pt would have to reset their controller since the screen would go blank and a resetting the controller would make the screen come back up. For a while pt was having a lot of trouble locating the implant battery and the slightest movement (ps understood the slightest movement) hindered their charging session. A couple of times when recharging it would take the pt 3 hours to charge. It was working battery they got a message the battery needed to be replaced when recharging the implant battery. During call pt verified no damage to the controller charging port or to the rtm. Pt whipped the rtm plug pins and blew into the controller charging port. Pt reset their controller and attempted to recharge their implant battery, pt was able to recharge at excellent. The troubleshooting steps that were taken on the call resolved the issue.  Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since implanted and getting worse pt had to charge the ins every other day for it would not last 2 days. When they originally got implant they were told it would last a week but it never lasted a week, sometimes pt would have to charge every day. It use to hold a charge lot longer but as time went on it got worse and the charge frequency got shorter. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt) regarding an external device. It was reported that it was taking a long time to charge, and says this is the same issue they called about before. They said that last night they charged 3 hours and just got to 60 percent and won't charge further. They said this started "awhile back" and referenced their last call to us, and said it's the same issue and has been persisting. Pt also said "the screen went white" and they had to reset controller. Patient services (pss) had the pt look at controller port and they again said its intact and gold and shiny. The pt says the recharger (rtm) paddle does get warm. A replacement controller was sent out to the patient. No symptoms were reported.